Event description:
During a remote follow-up, episodes of noise resulting in oversensing were observed on the right ventricular lead due to suspected lead damage. Technical support was contacted and lead revision is anticipated. The patient was stable and will continue to be monitored.